Manufacturer narrative:
Investigation summary: a visual inspection revealed that the cold jaw had minimal signs of usage and the hot jaw was burnt and the silicon was cracking. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "device had no power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a vasoview hemopro unit had no power. The cord was switched out but the device would not activate. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.